Event description:
A short time after implant of the device, the pt experienced no pain relief. A myelogram was taken. The catheter component appeared to have disconnected from the implanted pump at the connector. It was determined that the problem was with the connector and it was explanted in 2002. The pump remains in the pt and is functioning properly.